Event description:
It was reported that in the hospital the patient had an alarm in the night. The alarm was silenced, and they decided to exchange the modular cable and system controller. There were no more alarms on the screen after the exchange. The alarm was noted to be a driveline power fault. The patient was admitted to the hospital for non-lvad related reasons. It was due to their social condition. The lot number of the modular cable was unknown.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file review. The log files revealed a driveline power fault alarm activates at 4:58:31, (B)(6) 2025 and is active for the remainder of the reported event date. The alarm was associated with a power_a broken fault. At 10:38:38, a driveline disconnect alarm activates consistent with the reported controller exchange. The controller was shut down at 10:39:24. There were no other notable alarms active throughout the reported event date. Pump operation was not affected. The modular cable (lot unknown) was returned for testing. The modular cable was functionally tested and passed without issue. Then the modular cable and the returned controller were connected to a mock circulatory loop for an extended duration and no alarms were noted. Provided information revealed that there were no more alarms on the controller screen following the controller and modular cable exchange. A root cause of the reported event was unable to be conclusively determined through this investigation. Lot number was not provided, a DHR review was not performed. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory) and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.